Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was impl anted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported the patient had an epidural hematoma post implant. The hcp said she went back to the operating room to evacuate the hematoma. The patient was post operative and waiting assessment at the time of the report. The issue was not resolved at the time of this report. At the time of the report, the patient was unable to move her lower extremities. It was noted they were "waiting response" and would assess removal. Additional information received reported the cause of the epidural hematoma was not determined, other than occurring post operatively. The cause of the lower extremity paralysis was also not determined, but the lower extremity paralysis resolved and the patient could move her legs. No device issues were alleged regarding this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported there was a blood clot around the spinal cord. Troubleshooting/interventions already performed included a surgery that was done to remove the clot. It was noted the patient was currently in a nursing home learning how to walk again. It was noted the evening after the implant surgery, the patient's legs became numb. The caller noted that they knew it was a clot right away and it was surgically removed the next day. It was noted the patient's pain had disappeared because her legs were numb and the patient was paralyzed from the waist down. It was also noted that the charge sufficient screen was never seen on the implantable neurostimulator recharger (insr) when charging the implantable neurostimulator (ins). It was reviewed that the patient would just need to charge longer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the patient still has the spinal cord stimulation system internalized, but the patient has never used the spinal cord stimulation system since implant because of some type of complication that occurred with the spinal cord stimulation implant. The patient experienced paralysis after spinal cord stimulation implant. It¿s not known if the paralysis is temporary or permanent. The spinal cord stimulation system has never been programmed. No further complications were reported or anticipated.